Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Awaiting return.

Event description:
The sales rep reported that during an acl repair that the tip of the drill bit broke off in the patient's femur. X-rays were done and showed the broken 1cm piece was contained within the bone. The surgeon cleaned out all the metal in the joint space but left the 1cm piece securely within the bone and not proud. The surgeon completed the procedure with another like kit with no patient consequences. There was a 25 minute delay. The sales rep did not know the bone quality or any other information.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 286 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned.